Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a high blood glucose level of 936mg/dl and high ketones. The customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. The cause for the reported issue was unknown. Reportedly, the pump was powered down, therefore, complete troubleshooting was unable to be performed.